Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution. One manufacturing deviation was opened to use a different procedure to manufacture the 35ml syringes in the or prep kits. The returned device was investigated, and the alleged failure could not be replicated. Therefore, the root cause remains inconclusive.

Event description:
Intera oncology received a complaint from a scrub technician that they were emptying the pump during the pump prep procedure and the connection at the non-coring needle and tubing leaked. The scrub technician hand tightened the needle and finished emptying the pump. The scrub technician attached the high dose heparin/saline, and it still leaked. She tightened the needle again using an instrument and the leak diminished to just a small drop.